Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory had an observation relating to mode lower rate. Concomitant medical products: 6935m62 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial pacing below the lower rate. The device remains in use. It was also noted that right ventricular (rv) lead exhibited varying impedance; low r-wave sensing; increased t-wave oversensing (twos) over time, and loss of capture. Reprogramming of rv sensitivity was performed. The rv lead remains in use. Additionally, there was possible loss of left ventricular (lv) lead capture. The lv lead remains in use. No patient complications have been reported as a result of this event.